Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "a 29-year-old female patient was hospitalized for removal of an infected ventriculo-peritoneal shunt, ventriculo-cysternostomy, and placement of an external ventricular shunt. During insertion of the intra-abdominal catheter with an internal guidewire, the guidewire could not be removed. Once the catheter was inserted beyond the needle, it became very difficult to remove the needle without also removing the catheter. The catheter remained blocked in the lumbar puncture needle, and the guidewire damaged the catheter." The event led to less than 30 minutes surgical delay.